Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the up arrow, down arrow, and ok buttons had an intermittent response and required multiple button presses to become engaged. The contrast button was responsive. There was no visible damage to the keypad. Contamination was found under the up arrow, down arrow, and ok button contacts when the keypad was removed. Unrelated to the original complaint, the text on the display screen was dim and discolored. The contrast setting was increased to the maximum with little improvement observed.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.